Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle litigation record received. Litigation record alleges friction and wear, large amounts of toxic cobalt and chromium metal ions, pain, discomfort, functional difficulties and elevated metal levels. Doi: (B)(6) 2006; dor: (B)(6) 2016; right hip (pinnacle).

Manufacturer narrative:
(B)(4). Investigation summary : no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Ppf and sticker sheets received. In addition to what were previously alleged, ppf "allleges" infection requiring antibiotics, pseudotumor, abductor muscle repair, and metallosis. Doi: (B)(6) 2006; dor: (B)(6) 2016; (right hip).